Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing multiple parts: pre trigger pump part number 7-96345-01, valve manifold kit part number 7-77612-03 and valve, bypass, part number 7-200607-01. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) toxo igg, hbcab-igm, cmv igg, hbsag and hiv results for multiple patients on the architect i1000sr analyzer. There was no impact to patient management reported. Instrument maintenance including replacement of the syringe and vortexer on (B)(6) 2019 appears to have resolved the issue. The customer confirms there have been no more discrepant data as of (B)(6) 2019. The complete product evaluation is still in process.